Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a colonoscopy procedure the tubing came apart from two devices. A significant amount of sterile water leaked from the devices. The customer removed the two device and replaced it with another without any further issues. There was no reported harm to patient or user.

Manufacturer narrative:
The actual devices involved were returned for investigation. When the engineering department examined the first device they notice a metal connector attached to the end of the tubing. This metal connector is not a us endoscopy device and not one identified in our instruction for use. The engineering department proceeded to connect the tubing up to a pump and tested the device for leaks. The device did not show any signs of leakage even when the metal connector was removed. The second device was also connected to a pump and tested. Results of the testing determined there was an insufficient amount of glue at the junction between the connector and tubing. As the pressure from the water being irrigated reaches this junction it may spray water. Based on the information provided, there was no injury to either patient or user. Complying with (B)(4) and (B)(4) technical guidelines requires the facility to provide, and wear, appropriate protective equipment. This would mitigate any potential for harm. Review of the lot history record indicates no problems in the manufacturing of this device.